Manufacturer narrative:
In depth performance testing was performed by the manufacturer. System passed all testing. Unable to confirm complaint.

Event description:
A medtronic representative reported an inaccuracy that occurred after a successful registration in an ent procedure. The ethmoid and frontal sinuses were accurate, however, the maxillary sinus was inaccurate by approximately 2-6mm. In trouble-shooting, recommendations were made to the surgeon regarding tracer technique. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Unable to determine root cause based on the information provided. A medtronic representative following-up at the site, noted the site deleted the exams off the navigation system when they were done. No additional logs will be submitted to manufacturer for analysis.